Event description:
The customer reported a false negative reaction of a pt sample with anti-c erytype s rh + k type art # 806195100, lot 7030010. The customer had sent us the pt sample and the complained product. Both were tested on tango in the quality control laboratory. The testing resulted in a clear and strong positive reaction with anti-c on erytype s rh + k type. Additionally, there were tested further controls on erytype s rh + k type: all positive and negative reactions were correct and clear without any ambiguity. Inspite of our test results, the pt sample will be sent for molecular typing of the rhesus phenotype to an external laboratory.